Manufacturer narrative:
Reported event of loop wire at the end of the peg tube broke. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination of the returned device revealed that the dilating tip wire loop broken and frayed at the apex. A small portion of the wire loop was attached to the pull wire at point where the two components interfaced during use. No other issues were noted. It was noted that the condition of the returned unit was consistent with the complaint incident that feeding tube loop detached. Based on the event description and the evaluation of this and other similar returned devices, the most probable root cause is ¿operational context.¿ a device history record (DHR) review of lot number 17032019 was performed and revealed no issues related to the reported complaint. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that an endovive safety peg kit pull method was used during a percutaneous endoscopic gastrostomy placement procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the loop wire at the end of the peg tube broke as it was introduced inside the patient. There were no parts of the device detached inside the patient. The procedure was completed with a new endovive safety peg kit pull method. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Event description:
It was reported to boston scientific corporation that an endovive safety peg kit pull method was used during a percutaneous endoscopic gastrostomy placement procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the loop wire at the end of the peg tube broke as it was introduced inside the patient. There were no parts of the device detached inside the patient. The procedure was completed with a new endovive safety peg kit pull method. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.